Event description:
The stem of the mic button (14 fr. 1.7 cm) cracked in one location; then the entire head of the button fell off allowing the remainder of the button to sink into the patient's stomach. Mother was able to use tweezers to catch the end of the broken stem and pull the remainder of the button out of the stomach.